Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (B)(4) alleging that their onetouch verioiq meter was reading inaccurately high compared to their feelings and/or normal readings. The customer care advocate contacted the patient on (B)(6) with follow up questions from the medical surveillance specialist. The patient was unsure when the alleged issue began. The patient reported obtaining a blood glucose reading of 275mg/dl on the subject meter. The patient manages their diabetes with self-adjusted insulin. The patient reported injecting 4 injections of rapid insulin at 9am in response to this reported reading. The patient reported that at 11:30am they fainted and lost consciousness. The patient reported that they were unconscious for 2 hours. The patient reported that they were treated by a family member with three sugar packets and lunch. The patient reported testing their blood glucose again and obtained a blood glucose reading of 300mg/dl on the subject meter. The patient stated that they did not go to hospital. The patient also stated that they had experienced many hypoglycemic events in their life. At the time of troubleshooting the cca verified that the unit of measure was set correctly. The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury associated with hypoglycemia and required third party assistance after the alleged issue began.